Event description:
It was reported that the patient presented to the clinic for a scheduled follow up experiencing arrhythmia. Upon interrogation, it was found that there were six high ventricular rate (hvr) episodes on right ventricular (rv) lead due to noise oversensing. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.